Event description:
Additional information received reported that the trial was removed on (B)(6) 2015 and the lead was hanging out.

Event description:
It was reported that a patient had a trial from 2015-(B)(6) to 2015-(B)(6) and it was working well for the first few days, then the lead wire came out and was shocking her. The patient went ahead with the permanent implant. It was later reported that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: : product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).